Event description:
Consumer called stating that the middle bar on his 6281-a walker allegedly will not lock in the open or closed position. Dealer is replacing the product for the consumer. The malfunction has not been confirmed.